Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-4068hl swiftstitch¿ suture passer, batch 5195170509, was received for investigation. Visual evaluation noted that the jaw was fractured at the tip. Functional testing was not performed due to the inability to grasp the suture. The most likely cause of the reported failure is user-related factors, such as prying or applying excessive mechanical force to the device. The complaint allegation is not confirmed. Refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic hip surgery the front part of the device got bent and could no longer be used without breaking off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.